Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not make a proper cut during phacoemulsification procedure with intra oculare lens implantation and vitrectomy combination surgery. The surgery was completed on the same day after replacing vitrectomy hand piece. There was no patient impact.